Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Blood glucose value of the customer was 35mg/dl and sensor glucose value was 115mg/dl. Customer treated this with treated with juice and jelly beans. Insulin pump will not be returned for analysis.